Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the patient's ankle was revised. Surgeon originally suspected that the poly was fractured, but intra-operatively, it was noted that one of the wires had detached from the poly and was floating loose, and that there was visible wear to one corner of the poly (no fractures).

Manufacturer narrative:
The reported event could be confirmed. Based on the investigation and the available information, a root-cause of the event could not be determined. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient's ankle was revised. Surgeon originally suspected that the poly was fractured, but intra-operatively, it was noted that one of the wires had detached from the poly and was floating loose, and that there was visible wear to one corner of the poly (no fractures).